Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose unknown by the reporter) via an implanted pump. The indication for use was spinal pain. The patient was implanted on (B)(6) 2015 and had been in worse pain since then. The reporter stated ¿it¿s not working¿. The patient was worse than he had been. He had gone back several times and had been increased twice since the initial implant which hadn¿t resolved the issue. They were in the process of meeting with the hcp (healthcare provider) because they didn¿t want to go much higher. The hcp wanted them to see another hcp. On 19-oct-2015, additional information was received from the initial reporter and it was stated that the ¿pump is not working and the patient is still in dire pain¿. The morphine wasn¿t working and they wanted another medication to be used. The diagnostics performed, the cause of the event, and the actions/interventions taken to resolve the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
On (B)(6) 2015 additional information was received from a healthcare provider and it was reported that the patient had some history of lightheadedness and dizziness before the pump. The patient had two small increases and then decided to go to another pain management doctor per the request of the consulting neurosurgeon/implanter. The cause of the increased pain was not determined.